Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va07jwn, implanted: 2013-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient was not able to adjust stimulation using the patient programmer. The display showed a ¿call your doctor¿ icon and there was a power on reset (por) condition. Reportedly, the patient had cardiac problems for three years prior to report and the day before report the patient was in the emergency room where they used cardioversion on him. The patient thought the device was dead. It was reported there was a por condition. When an icon sync was performed, the message said ¿invalid implantable neurostimulator number detected.¿ the serial number was checked and reportedly okay. The programming values were also checked and appeared to be fine. The healthcare provider (hcp) made amplitude adjustments to the therapy, and when the amplitude was increased the patient felt stimulation in the correct location. The system then appeared to be functioning okay at the end of the call.

Manufacturer narrative:
(B)(4)